Event description:
It was initially reported that during preparation of a stone retrieval basket for a ureteroscopy procedure, the basket would not retract into the sheath. There were no patient complications reported, as the malfunction was discovered prior to starting the procedure. The procedure was completed successfully with another device. Based on the engineering evaluation, it was noted that there was breakage of the basket wires at the knot. Due to this finding, this malfunction has been deemed a reportable event. Please refer to section h for complete evaluation results.

Manufacturer narrative:
One 1.9fr zero tip stone retrieval basket was received for evaluation. A visual and functional evaluation revealed the one of the 4 basket wires was broken at the knot. The device functioned normally, but the broken basket would prevent any stones from being retrieved. The broken wire was in one piece - no missing pieces of wire were evident. No other abnormalities were observed. A lot history search revealed no similar complaints against lot number b260540. A review of the device history record revealed no anomalies. A dimensional check of the wire od was performed, and the wire od was found to be within specification. The customer complaint was confirmed. Due to the wire breakage at the basket knot, the basket head would not properly retract into the sheath. The nitinol wire was unable to withstand the stresses applied to it at the knot. The root cause could possibly be a material involving wire strength, but the precise root cause of the breakage is unknown. The boston scientific engineering department will be informed of this incident through the complaint review process, and will continue to work to identify the root cause of the wires breaking at the knot. No further action will be taken at this time other than to monitor for trends and future complaints.